Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead was attempted to proceed through the target vein however, the lead failed to advance. The cps was exchanged for a new one however, it again failed to advance. The lead was removed and replaced. There were no patient consequences.